Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for spinal pain. It was reported that according the managing physician the patient lost efficacy of the pump. X-rays showed no visual breaks or kinks. The hcp tried to withdraw from the catheter, and was unable to get anything back. A factor that may have led or contributed to the issue was the patient was in an altercation with another person. A nuclear study was done on the catheter and it showed that it may be linked. A catheter revision was done on (B)(6) 2017 and the catheter was linked and tangled. A replacement catheter was implanted. The issue was resolved and the patient's status was "alive - no injury". The patient's pump was filled with saline prior to replacement of catheter. The patient was to follow-up with the physician to have a refill and be managed for their pain therapy. No further complications were expected or anticipated. The explanted catheter would not be returned for analysis as the costumer discarded it.